Event description:
A report was received from a pharmacist from another country that in 2006, female patient using renu with moistureloc multi-purpose solution presented with a keratitis, which was demonstrated to have been induced with fusarium on samples taken for culture at a military hospital. In 2006, the patient consulted an ophthalmologist for a corneal ulcer and was started with euronac, indobiotic, vitamin a ointment and dacrydose. Approx one week, the patient was admitted in a hospital and was temporarily discharged about 3 weeks later. She was prescribed topical atropine 1%, rifamycine, tobrex, fungizone and desomedine as well as oral v-fend 200 (voriconazole). The patient was reported to have suffered from a severe pain while she was at home. On the next day, she was examined and a strong inflammation and hypopion were noted. Presence of nails mycosis was also noted but no fusarium identified. Cultures on the lenses and lens case have been done (no results received). The patient was still under treatment and rehospitalization was expected. A physician reported later that the patient constantly has strong inflammation and hypopion.

Manufacturer narrative:
Bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met critera. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.